Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed through visual inspection and functional testing. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a damaged pin in power port connector ps-1. A possible root cause of the loose connector may be attributed to a forced connection while not properly aligned; however, an internal investigation has been opened to evaluate the damage pins in the power port and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The instructions for use (IFU) and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. The steps for handling and properly connecting power sources in order to prevent damage are outlined as well as instructions for routine inspection of the power connection ports. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site clinic that the patient stated that the power source port 2 on controller will not accept any power source. It was stated that multiple power sources were connected to the port and controller would not accept power from that port. It was stated that there were no pump stops associated with the event as port 1 was functioning. An elective controller exchange was performed and back up controller was used as primary. Patient did not state any damage to the equipment. It was also stated that there were no effects on the patient and there were no consequences or impact to the patient and patient stated no further issues and is well at home. No additional information provided. Investigation is ongoing.